Event description:
A physician reportedly saw some micro-electric arcing during an abdominal surgery case. Small flashes of light appeared between the tip of the laparoscopic hook electrode and the metal trocar sleeve that the electrode and the metal trocar sleeve that the electrode was being passed through. No pt problems were reported.